Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure the haptic was broken. There was no patient contact and no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Iol returned pressed down on three posts of the lens case base. Substantial amount of solution is dried on the optic and haptics. One haptic is broken/torn and is returned, the other haptic is slightly deformed. There is also what appears to be blue solution/ink marks on the optic. We are unable to determine the root cause for the reported complaint "haptic was broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).